Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. Fluoroscopy revealed that the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was stable throughout and was noted to be recovering.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.